Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after inserting the 6th reload with the device, though the trocar and before clamping the jaw of the reloads with it during a laparoscopic proximal gastrectomy with eshophagojejunostomy, gastrojejunostomy and jejunostomy, the device did not work at all. They were not able to move the jaw, but any movement could not be done. They took it off the cavity of the patient. At that time, the scrub nurse noticed that the display turned off completely without any signs. They replaced the devices and completed the case. There was no patient injury.